Manufacturer narrative:
The device history records for the affected serial number were reviewed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The device evaluation could not confirm the customers reported sparkles on the image. However, a green horizontal strip across the image was found and during long-term testing, varying colored images (purple/green) were detected. The colored image problem was isolated to a defective video cable. The inspection also noted the light guide fiber bundle at the distal end is damaged due to external force and the cover glass at the distal end is cracked. The device evaluation identified the image is displayed green/purple in color due to a defective video cable. The root cause of the defective video cable cannot conclusively be determined. However, the colored image defect is a known issue and based on previous investigations, the potential cause can be attributed to the following: cable pins of video connector are too small for shield cables. Sealing compound within video connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process is not up to date. New guidelines and the manufacturing process for soldering process between joints and video connector plug have been updated and improved. Olympus will continue to monitor the field performance for this device.

Event description:
The customer returned the endoeye high-definition autoclavable video telescope to olympus for evaluation of a reported ¿during a therapeutic procedure, there became sparkles in the image¿. The procedure could be successfully completed without delay. No death or injury and no impact to patient or other has been reported. Upon inspection and testing, olympus identified a colored image defect due to a defective video cable. This report was submitted to capture the colored image defect found during the repair evaluation.